Event description:
This male patient with a history of copd and cad was admitted for carotid angiography. The patient was asymptomatic at the time of the study. Angiography revealed an 80%, 25mm lesion in the ostium of the right internal carotid. The vessel was moderately tortuous and mildly calcified. The lesion was eccentric. There was pre-existing thrombus noted at the target site. An angioguard was deployed without difficulty, and 9.0 x 30mm precise stent was deployed successfully. Post procedure stenosis was 20%. Approximately one week post procedure, the patient expired from unknown cause.

Manufacturer narrative:
The investigation of the vent is ongoing. Additional information will be submitted within 30 days of receipt.